Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 to treat pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a sacrocolpopexy and cystoscopy performed during mesh implantation. It was reported that the patient underwent excision of mesh and lysis of adhesions on (B)(6) 2011 due to small bowel obstruction from loop of small bowel adhered to mesh resulting in patient having abdominal pain, swelling, nausea and vomiting. It is reported that the patient underwent cystoscopy and hydrodistention on (B)(6) 2011 for dysuria and interstitial cystitis and to evaluate for foreign body in bladder. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that following insertion the patient experienced stress urinary incontinence, severe abdominal pain, occasional severe bladder pain, uti, leg pain, scarring and looping in intestines, inability to have intimate relations with husband due to vaginal pain, must take laxatives to maintain regular bowel movements, and mental trauma, including depression and anxiety. It was also reported that patient underwent mesh removal on (B)(6) 2013. No additional information has been provided.(B)(4).